Event description:
It was reported that pump experienced malfunction code 15 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by healthcare provider and tandem personnel to stop using pump, and technical support obtained approval to replace pump and arranged for replacement loaner pump due to ongoing concerns.